Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided charging pad. There was no reported adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.